Event description:
Related manufacturer report number: 2017865-2025-10765. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed that the right ventricular lead defibrillation impedance exceeded the upper limit. An in-clinic assessment found the patient had a pocket hematoma at the sight of the implantable cardioverter defibrillator (ICD). Further evaluation found that the surrounding fluid from the hematoma was a possible contributory factor to the abnormal impedance measurement, as normal impedance measurements were observed with pocket manipulation. No interventions were reported. The patient was stable.

Event description:
New information received notes that a new instance of high defibrillation impedance was noted on both the device and lead. No further information regarding intervention or adverse patient consequences was reported.